Event description:
A talent aaa stent graft system, was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that a CT showed that the implant was placed below an accessory renal and the aorta appeared to have dilated which caused the bifurcated stent graft to migrate caudally. Per physician, this event was related to the device and the procedure. It was also noted that the patient had back pain associated with this event. The patient received treatment which consisted of placing a cuff. This reportedly resolved the event. Additional information received reported that there was no endoleak and the cuff was intentionally placed to cover the accessory renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)